Event description:
The customer reported that the system displayed an overload fault error message and shut down. A system reboot was required to recover system functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cables were cleaned and relubricated. The system was then found to be operating as intended.